Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported (via FDA medwatch mw5096996) that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including rashes (especially on eyelids and face), alopecia, unspecified autoimmune symptoms, insomnia, ringing in ears, choking feeling, shortness of breath, irritable bladder, constantly need to urinate, pain in right breast, daily headaches, painful and swollen glands in neck, sensitivity to light and sounds, brain fog, memory loss, congestions, running nose and eyes, joint and muscle aches, fatigue, nausea, constipation, reflux, chills, muscle weakness, weight gain, dry skin, dry brittle hair, impaired vision, food intolerance, inflammation, arthritis, numbness, and tingling in extremities. . In addition, it was reported that the patient was tested for rheumatoid arthritis, lupus, and breast cancer. All those tests came back negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation in 2020. This medwatch report is for the 1st of two breast prostheses.